Manufacturer narrative:
Device evaluated by MFR: f/g,promus element,mr,ous 2.75x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.75x38mm target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.75x38mm target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.75x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.